Manufacturer narrative:
(B)(4). The cause of death was reported as the patient "had an infection after a heart surgery and passed away." If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h13a11067 and h13b05059. No exceptions were observed that were related to the reported condition. Should additional relevant information becomes available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unreported date, the pd therapy was discontinued and the patient began hemodialysis. On an unreported date, the patient re-started pd therapy. The patient was hospitalized for peritonitis. The patient was treated with unknown IV antibiotics. The cause of peritonitis was unknown. The patient was still hospitalized at the time of this report. The patient was recovering from this peritonitis event.